Manufacturer narrative:
According to the complaint description, the lot number is available but not the sample. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number with additional information received, it was noted that folysil catheter was used for a fallopian tube examination. However, according to the instruction for use sh4037, the intended use for folysil catheter are: bladder drainage. Bladder instillation of physiological saline solution. Post-operative bladde irrigation_lavage by urethral catheterization. Moreover, the filling fluid used to inflate the balloon was hibidi which is an antiseptic solution. According to the IFU sh4037 in section "warnings and precautions ": inflate the catheter ballon with sterile water only. The indication for the use of the folysil catheter as well as the balloon inflation fluid used are not authorized. This is a misuse. Checking quality database revealed no anomaly in connection with the described problem.

Event description:
According to the available information the catheter was used for a fallopian tube examination. After this examination, it was impossible to deflate the balloon.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the catheter was used for a fallopian tube examination. After this examination, it was impossible to deflate the balloon.